Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported trouble with charging. It was reported that the patient was having trouble with charging process and in their opinion, the implantable neurostimulator (ins) turned off and on by itself. There was a report of an overdischarge. Factors that may have led or contributed to the issue reported that the ins works on very high voltage to deliver therapy and needed to be charged very often. They also reported that the device never reached full battery charge. Actions taken included training on how to use charging system properly. The issue was not resolved and no surgical intervention occurred but unknown if surgical intervention would be planned. Later, it was reported that the cause of the ins turning on and off was unknown and the patient had a feeling that it was turning on/off by itself. The clinician programmer examination didn't show any additional information, which would suggesting something was wrong with the ins. The issue was not resolved and the stim was off at the moment as the patient was waiting to see the doctor.

Event description:
Additional information received reported that the patient could not charge to 100%, but only to 75% and had to recharge it three times per 24 hours. The battery went down to 25% very quickly but the patient had high amplitude. After 30 minutes of a recharging session, the patient had to stop recharging the device because the recharger was very hot and the patient felt uncomfortable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.